Event description:
Caller reports back to back testing on meter to lad while using the inform system with results of 473 mg/dl on the meter and 117 mg/dl in the lab at 5-6 am. Caller reports patient was given insulin; unsure of the dosage. Caller reports quality controls were run daily and have been in range. Caller reports patient was treated with d50 based on meter result of 67 mg/dl at noon; amount was not provided. Caller reports strips with the meter are not the ones that were in use; a replacement was sent.